Event description:
A female patient contacted lifecor customer support to report that the electrode belt connector was stripped and would no longer fit into the monitor. The patient service rep (psr) replaced the patient's electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. This force probably also attributed to the stripped belt connector. The damaged electrode belt connector was replaced. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.